Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 25-mar-2030, UDI#:(B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after implantation of the lead, the patient reported new left ankle discomfort, new left foot discomfort, and new pain unrelated to baseline. During the implant procedure, there was a difficult time placing the leads. Device interrogation showed connections and impedances within normal limits. When programs were activated, the patient experienced left-sided rib stimulation regardless of stimulation location. An x-ray was ordered to verify lead placement. The issue was reported as ongoing and not resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.